Event description:
It was reported that the patient's device had to be replaced after less than three years of use, whereas her previous device lasted over five years and the device settings did not change. The patient noted that even her physician commented that the device did not last as long as it should have. To date no device had been returned to the manufacturer for analysis. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).